Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a replacement lens and the problem was resolved. The cause of the event was reported as unknown.